Event description:
On (B)(6) 2007, the pt underwent treatment for an abdominal aortic aneurysm with gore excluder aaa endoprostheses. The femoral arteries both required repair during the procedure; the right before cannulation, and the left after decannulation. The pt tolerated the procedure well.

Manufacturer narrative:
The mfg records review verified that the lot met all pre-release specifications. (B)(4).